Event description:
Employee (employee number supplied) was preparing a fluorouracil pump for a chemo patient. Using our hospital¿s closed system process, she was filling the pump. A couple ml¿s of the drug (%fu) leaked out of the pump and landed on her chemo mat. There is a lot of resistance when filling the pumps, so it is possible the push back caused it to leak.